Event description:
It was reported that the patient was admitted to the ICU, intubated, and provided medication due to having status epilepticus. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Additional information was received that the patient did not go into status epilepticus. The patient was admitted to the hospital for unrelated septic shock and respiration failure, there was no reported seizure activity.